Manufacturer narrative:
On (B)(6) 2024, the mentor failure analysis lab received two devices from lot #6659139 for evaluation. These correspond to patient¿s left breast prosthesis and right breast prosthesis. Only the left breast prosthesis was reported to be deflated. On (B)(6) 2024, mentor received additional information about the event. It was reported that both left and right breast prostheses were deflated intentionally upon removal by the explanting surgeon. On (B)(6) 2024, mentor completed the investigation on the suspect medical device. Evaluation summary for device #1: according to the information received, the patient experienced deflation in the left breast implant. However, additional information was received which specifies that both devices were ruptured by the surgeon upon removal. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that three (3) tears (a, b, and c) were found on the posterior aspect of the breast implant, measuring approximately 1.2 cm, 0.2 cm, and 0.2 cm respectively. Microscopic examination was performed on the edges of the ruptures (a, b, and c), and parallel striations were found in the whole area of all tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information received and the microscopic examination of the returned product, it indicates that the implant could have been damaged upon removal. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Evaluation summary for device #2: according to the information received, the patient experienced deflation in the left breast implant. However, additional information was received which specifies that both devices were ruptured by the surgeon upon removal. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that an area of missing material was found on the anterior aspect of the breast implant, measuring approximately 1.5 cm x 1.2 cm. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information received and the microscopic examination of the returned product, it indicates that the implant could have been damaged upon removal. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 310cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via a healthcare professional¿s exam. As a result, the patient underwent explantation on (B)(6)2024.